Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 420 mg/dl. It was stated that the customer changed the infusion set six days before her admission. Explained the mother on the importance of changing the infusion per every three days. It was stated that the customer does not have an infusion set and reservoir to troubleshoot and the customer wants a replacement of the device. It was stated that the customer tried to go back on the insulin pump, but her blood glucose went high again. No further info was provided.